Event description:
It was reported that the caller encountered a cgm error 42 with their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, resulting in successful resolution as no further cgm errors were displayed and the sensor session was successfully started.